Manufacturer narrative:
Blocks a2-a6: patient information available. Blocks b6-b7: relevant tests/laboratory data and other relevant history including preexisting medical conditions available. Block d10: concomitant medical products brand name and size available. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: information not provided. Blocks b6 & b7: information not provided. Block c: not applicable for this device. Block d4: serial # is not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus catheter was not returned for evaluation; thus, no returned product investigation was performed. Blocks h7 & h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus catheter was used in a peripheral procedure in a severely calcified lesion. During re-entry, the needle was unable to be deployed. The overall procedure was aborted and rescheduled for a detour procedure. No patient injury reported. This product problem is being reported because the catheter could not be used, resulting in a potential for harm due to the delay of the procedure.